Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End-user reports that he has developed a shallow dime sized ulcer under the mass. It is pink and moist. Uses eakin seals and soap and water. He has seen a wound care nurse in the past. Product use and skin care instructions provided.